Event description:
It was reported, that the patient with this left ventricular (lv) lead had an infection. No additional adverse patient effects were reported. The lv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).